Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit was leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified a manifold test failure. The fse replaced the pneumatic module assembly and muffler. All tests passed to manufacturer's specifications. The iabp was cleared for clinical use. The failure analysis and testing department received a patient interface module assembly p/n 0997-00-1178, serial number: (B)(6), with a reported that the patient interface module assembly failed the leak test. Performed visual inspection of a patient interface module assembly per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the patient interface module assembly into failure analysis and testing department iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested the patient interface module assembly in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that during the all manifold test the pim failed the leak diff pressure, looks like is a leak in the safety disk. The all manifold test/leak test did trigger the reported problem of the unit failed the leak test. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure 0002-07-d008 rev ak.

Event description:
N/a.